Manufacturer narrative:
Sample information was not provided. Qc charts were reviewed. As far back as (B)(4) 2011, intermittent glu, mg and / or mg qc results were out of range high. Qc samples were repeated and qc results were within the lab's established ranges. A bec field service engineer (fse) was dispatched for this event. The fse found that the mixer wash stations were occluded causing carryover resulting in erroneous high results. The fse replaced the mixer paddles, sample probe, wash collars, wash station, 4-way valve, and reagent syringe valve. The fse also performed alignments. Related MDR: 2050012-2011-04461.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously high magnesium (mg) results generated by a synchron lx 20 pro system for one (1) patient. The result was not reported out of the lab. Repeat mg analysis on an alternate instrument generated lower results and the report was amended. The customer obtained erroneous mg results on (B)(6) 2011 and (B)(6) 2011. This report represents the event on (B)(6) 2011. The customer stated that the delay in reporting the corrected result did not affect patient care.